Event description:
The customer called regarding the safety notification letters she received. Troubleshooting was performed, and found that the drive support cap was not damaged on her device. The insulin pump was programmed correctly and passed the prime test. The customer did mention that she was recently treated by the paramedics at her home due to low blood glucose levels. The customer attributed the low blood glucose levels to not eating before going to bed. The customer declined troubleshooting for low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.